Event description:
It was reported that the patient experienced two hypoglycemia events while using the ilet system integrated with a dexcom g7, with cgm lows to 56 mg/dl and 52 mg/dl; the patient treated with oral carbohydrates including fruit gummies, juice, and a granola bar, and temporarily paused the ilet during one event, after which glucose stabilized. Symptoms included diaphoresis, shaking, fatigue, weakness, sweating, shakiness, and visual distortion. Outcomes included medication required in the form of oral glucose administration and classification as a serious injury/illness/impairment. Investigation included communication with the patient and analysis of information provided by the user and trainer. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.